Event description:
Company representative sent a repair request reported with an issue of " leak from the operation unit.¿ no harm was reported. No patient harm, no user injury reported . Device evaluation found foreign matter clogging in the device nozzle. This report is being submitted due to the finding of foreign material in the nozzle (handling , insufficient cleaning issue ) identified during device return evaluation .

Manufacturer narrative:
The subject device was received and evaluated . The reported issue of leak from the operation unit " was not confirmed. However, inspection found the device nozzle was clogged with foreign object . This condition was attributed to handling problem, insufficient cleaning issue. Due to clogging, the water supply volume does not meet the standard value. Due to clogging of nozzle, water removal ability does not meet the standard value . Additionally, the following defects/findings were identified during device inspection: the angle wires were stretched. Due to wear of angle wire, bending angle in up direction, up/down knob does not meet the standard value. Adhesive on a-rubber (adhesive connection) has a chip. A-rubber has discoloration. Adhesive around light guide lens is peeled adhesive on a-rubber (bending section) has a crack. Forceps lever deformed. Objective lens has scratch. C-cover distal end [art has dent. Connecting tube has a scratch. Connecting tube has a buckling. Due to damage on charge coupled device ( ccd)unit, a noise image occurred. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material clogged in the nozzle was unable to be identified. The following is included in the instructions for use: ¿chapter 3 preparation and inspection, 3.2 inspection of the endoscope, and 3.6 inspection of the endoscopic system describes the following warning. Inspection of the endoscope. 9. Inspect the air/water nozzle at the distal end of the endoscope's insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the objective lens cleaning function. 1. While covering the spray valve hole with your finger, depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. 2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image.¿ olympus will continue to monitor field performance for this device.